Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. A lead replacement is planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the rv lead exhibited high thresholds, and a fracture was confirmed. During the extraction of the rv lead, the right atrial (ra) lead was damaged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.